Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter service technician. A visual inspection, power on self-test and battery testing were performed. During battery testing a battery low alarm was found. The cause of the alarm was a depleted main battery. The main battery was replaced. The device passed all specifications and was returned to good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, a baxter service technician found that the flo-gard experienced a battery low alarm. There was no patient involvement. No additional information is available.